Manufacturer narrative:
As of this date, there has not been any parts or the chair returned to the MFR for eval.

Event description:
Reporter stated that the end-user was going up her driveway when the caster eccentric bolt broke. The end-user fell forward and the chair landed on top of her. The reporter stated that the end-user might have sprained her wrist and also has a cut on her head. End-user was taken to emergency and released that same day.